Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of high pacing threshold was not confirmed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant, the right ventricular (rv) lead was attempted to be implanted but was unsuccessful. A new rv lead was used and implanted to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicating that the right ventricular (rv) lead could not be implanted because the capture threshold of the rv lead was persistently high.